Event description:
It was reported that nurse was getting an alert 01 (patient line open) and no flow on arctic sun device. Nurse stated that flow rate was 0lpm, inlet pressure was -0.4psi, circulation pump command was 100 percent, pump hours were 3858.1 and system hours were 4287.7. Nurse stopped therapy, emptied, and disconnected pads. Nurse resumed therapy in manual mode, flow rate was 1.8lpm, inlet pressure was -6.9psi, circulation pump command was 58 percent. Nurse connected pads one at a time, when right thigh pad was connected flow rate was 2.6lpm, inlet pressure was -7.1psi, circulation pump command was 92 percent. When right chest pad was connected, flow rate was 1.8lpm, inlet pressure was -7.3psi, circulation pump command was 53 percent. When left thigh pad was connected, flow rate was 2.4lpm, inlet pressure was -7.3psi, circulation pump command was 72 percent. When left chest pad was connected, flow rate was 2.9lpm, inlet pressure was -7.3psi, circulation pump command was 85 percent. Nurse resumed therapy in automatic mode and manual mode was disabled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was getting an alert 01 (patient line open) and no flow on arctic sun device. Nurse stated that flow rate was 0lpm, inlet pressure was -0.4psi, circulation pump command was 100 percent, pump hours were 3858.1 and system hours were 4287.7. Nurse stopped therapy, emptied, and disconnected pads. Nurse resumed therapy in manual mode, flow rate was 1.8lpm, inlet pressure was -6.9psi, circulation pump command was 58 percent. Nurse connected pads one at a time, when right thigh pad was connected flow rate was 2.6lpm, inlet pressure was -7.1psi, circulation pump command was 92 percent. When right chest pad was connected, flow rate was 1.8lpm, inlet pressure was -7.3psi, circulation pump command was 53 percent. When left thigh pad was connected, flow rate was 2.4lpm, inlet pressure was -7.3psi, circulation pump command was 72 percent. When left chest pad was connected, flow rate was 2.9lpm, inlet pressure was -7.3psi, circulation pump command was 85 percent. Nurse resumed therapy in automatic mode and manual mode was disabled.